Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unknown), but the device screen suddenly displayed a "status 56" error message and the device then shut down. The medics were able to obtain another device to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.